Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system return bin was unable to be opened. A field service engineer found that the return bin could not be opened due to sticky liquid spilled onto the return bin and right-side lock, causing it to seize; the engineer managed to open the return bin, removed the right lock hasp with customer permission, and noted that the bin remained secured by the left lock. Further inspection confirmed that the right return bin lock was jammed and seized, after which the lock assembly was replaced and proper operation was restored. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system return bin was unable to be opened due to the right-hand key not turning, while the left-hand key functioned normally. Attempts to wiggle the bin and turn the key were unsuccessful. Upon inspection, a liquid residue was observed under the lid, which was suspected to be sticky and caused the lock mechanism to malfunction, which prevented the return bin from opening. However, there were no delays or adverse events or injuries reported based on this event.